Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the root cause of the stem revision was the ¿patient fell on hip causing the echelon primary stem to break¿ (B)(4). Based on the information provided, the root cause for the reported intra-op failure of the revision constrained liner to lock into place could not be confirmed or concluded (B)(4). The surgical technique does instruct on proper assembly, debris removal, liner impaction/seating instructions, along with a warning regarding repeated assembly/disassembly of modular components. The patient impact beyond the reported fall, revision, the unanticipated intra-op conversion to competitor components and the 30-60 minute surgical extension could not be determined. It was reported that the ¿patient is recovering well with a competitor device¿. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a hip surgery had been performed, an r3 liner was removed for a unknown issue. The adverse event was addressed with a revision surgery on (B)(6) 2021 to replace the liner. The condition of the patient is unknown.

Event description:
It was reported that, after a hip surgery had been performed, the patient fell on hip causing the echelon prim stem to break. The adverse event was addressed with a revision surgery on (B)(6) 2021 to replace the stem. The patient is recovering well with a competitor device.

Manufacturer narrative:
Internal complaint reference number: (B)(4).